Manufacturer narrative:
Device was not returned for analysis.

Event description:
A physician reported they had a patient with infection/puss pimples on the nose 6 months after a latera was implanted by another physician. The patient was treated with antibiotics. The latera remains implanted and we have received no further reports of infection following the course of antibiotics.